Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-00300. The patient has 4 leads (3 from lot ab2235 and 1 from lot ab2127) as part of his axium neurostimulator system. It was reported that the patient experienced a crampy, uncomfortable sensation in both of their thighs following a drg implant. This sensation occurred when stimulation was on and off. The patient's physician prescribed them a steroid pack. Patient has stated that their discomfort has been resolved.